Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Reference MFR. Report#: 1627487-2016-00648. On (B)(6) 2016, the patient underwent a permanent implant procedure. During the procedure, the doctor was unable to advance the leads intended for use due to scar tissue being present. After multiple attempts, the patient experienced cerebrospinal fluid leakage. In turn, a blood patch was performed and the procedure was abandoned. The patient was asymptomatic, post-op.